Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. Moreover, when the device was removed from the patient's body, it was noted that the proximal portion of the stent was "defective". No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Synergy ii us mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Stent damage was noted to the most proximal stent struts row; struts were lifted from the stent profile and bent back distally. The remaining undamaged section of the crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. Moreover, when the device was removed from the patient's body, it was noted that the proximal portion of the stent was "defective". No patient complications were reported and the patient's status was fine.